Event description:
A falsely elevated ctni result of 102 ng/ml was obtained on one patient sample. The same sample was repeated four times and the results were in the range of 100 to 109 ng/ml. The results were reported to the physician. They did not match the clinical picture and were repeated on an alternative instrument, the bayer centaur. All results were <0.03ng/ml. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Investigations suggest that a heterophilic antibody may be the most likely cause of the elevated ctni results.

Manufacturer narrative:
Package insert sheet for ctni contains the following precaution regarding heterophilic antibodies: "patient samples may obtain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." Clinical application specialist has been contacted in order to try to obtain the sample and send it to dade behring. Until testing can be conducted with anti hama reagents, no conclusion can be drawn.